Manufacturer narrative:
The customer reported the tissue did not stick to white x-tra slides case, 1440, made in USA, p/n 3800200, lot 073025-2. No adverse events were reported. Trending analysis from (B)(6) 2025 to (B)(6) 2026 reported no (0) other related occurrences of this issue for this product lot. The product history was reviewed and did not identify information in the manufacturing record for this product that could have caused or contributed to the problem reported in this complaint. Retain samples for lot 073025-2 were tested for tissue adhesion. Three different tissue types (tonsil, skin, and liver) were cut and mounted on the slides. All slides were run through an h&e on the stainer. Upon h&e completion, no slides showed any issues with tissue adhesion. The root cause could not be unequivocally determined from the information available. If additional information is received a follow up report will be submitted.

Event description:
On (B)(6) 2026, the customer contacted leica biosystems and reported "tissue will not stick to slides. These are the non-ae slides." On (B)(6) 2026, the leica senior sales consultant advised no patient tissue samples were lost as a result of this event.